Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics where called to assist customer at home. The blood glucose reading was 492 mg/dl when the paramedics arrived. Caller stated that the customer's insulin pump was alarming no delivery and had incorrect time and date. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.